Event description:
A copy of the pt's death certificate was received by shiley indicating that the pt died in the hosp emergency room of acute heart failure due to malfunction of mitral valve prosthesis. The death certificate also indicated that the prosthesis was broken.